Event description:
Abbott diabetes care (adc) identified that a navigator receiver distributed in the united states was set to mmol/l instead of mg/dl. Adc contacted all us customers who had received a warranty replacement kit from the affected packaging lot and located the navigator receiver in 2008. This receiver had not been used by the customer, the receiver was recently sent as a warranty replacement.

Manufacturer narrative:
The device was returned and an investigation determined that the freestyle navigator receiver was manufactured according to the product specification to display results in mmol/l under receiver part number prt03410-410. This part number is intended to be packaged in kit part numbers that are distributed in foreign countries. The receiver was packaged in a kit part number distributed to the united states (p/n 70789-01). This issue was reported to the office and is associated with remedial action.